Event description:
The customer contacted baxter's service center regarding a system error 2367, which occurred on the homechoice (hc) during dwell 2 of 4. The baxter technical services representative (tsr) reviewed the alarm log and found a system error 2240 (air in line). The patient was connected at the time of the alarm. The patient line had been properly primed prior to connection and no patient extension lines were in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected. There was an open clamp on an unused line. Proper procedures were reviewed with the patient. There were no samples available. The tsr reviewed the alarm and set up, then assisted to clear the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.